Event description:
Baxter (B)(4) received a report that an infusor that had back flow after filling. The device was filled with an unknown volume of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak at the fillport was not confirmed. Visual examination of the sample showed no evidence of backflow at the fillport. A functional test was also performed by manually filling the sample with water to its nominal volume. During and after fill, no evidence of backflow was observed at the fillport. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device has been returned to baxter and is awaiting evaluation. Once the evaluation is complete or if additional information becomes available, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.